Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/9/2024, it was reported by a sales representative via email that an ar-1255-18 suture passing wire, nitinol loop portion, snapped in half and an ar-2324pct peek swivelock eyelet bent on anchor. The anchor did not break. Everything was removed from inside the patient. The case was completed using an ar-2324pslc eek-swivelock c. This was discovered during a triceps repair procedure on (B)(6) 2024. The case was delayed a few minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.